Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prior to sensor deployment it was noticed that the needle was protruding from the bottom of the sensor. No additional event or patient information is available.